Event description:
It was reported that when the device was used during an appendectomy, the device can only be opened under application of excessive force and it does not staple or cut. The device has no staples inside the instrument. Another device was used to complete the case. There was no consequence to the pt.